Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Alerts: patient alert for lead failure predictor on (B)(6) 2013. Sensing/oversensing: ventricular short interval count v-sic=2028 counts, in 38.47 days between (B)(6) 2012 and (B)(6) 2013. Lpf high rate-ns <(><<)>= 192 ms average v-cycle between (B)(6) 2013.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) pace/sense lead exhibited noise and oversensing. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.